Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting leads into the atrial and ventricular connector ports of the pulse generator was difficult. Eventually, the leads were inserted and the device was implanted successfully.